Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 445 mg/dl. The customer treated with manual injections. Troubleshooting was performed. The customer received multiple power loss alarms when batteries were out of the pump less than 10 minutes. After troubleshoot, the alarm was resolved. The product was not returned for analysis.